Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge intermittently depleted rapidly, which led to a pump shutdown. There was no adverse impact to the customer's blood glucose (bg) level. The customer declined to provide additional information or perform troubleshooting with tandem technical support.